Manufacturer narrative:
Patient's initials have been corrected. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient had not used the ipg in a while, hence rendering the ipg inoperable. The ipg was explanted and replaced on (B)(6) 2016. Therapy was restored post-operatively.